Manufacturer narrative:
The insulin pump constantly restarts after the medtronic logo is displayed, the problem isolated to the printed circuit board. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements or verify software error detected alarm or unresponsive buttons keypad due to insulin pump boot up error. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had pump error and display anomaly. The customer states they had flashing screen and could not clear alarm. The customer states buttons were unresponsive. The customer's blood glucose level at the time was 95mg/dl.